Manufacturer narrative:
No complaint was received with the return of this device. Failure event noted during analysis. Final analysis found a partial lead with external insulation abrasions 8.5 to 9.5 cm and 11.0 to 12.0 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The etfe coating was intact in these locations. An internal insulation abrasion was found 9.0 to 11.0 cm from the distal tip. The etfe coating was intact in this location.

Event description:
This report is to advise of an event observed during analysis.